Event description:
It was reported that during a left temporal craniotomy procedure, the perforator bit tore the dura. It was also reported that the tear was 1mm to 2mm in diameter. It was further reported that there was no delay as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The perforator bit subject to this MDR was returned for evaluation. Function testing of the returned perforator bit is planned, once completed, a follow-up MDR will be submitted.